Event description:
It was reported that a patient, (B)(6) y.o. Female, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade which required a pericardial puncture. The patient had no medical history and did require prolonged hospitalization for two more days. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. The physician stated that probably the cause of the event was due to the amount of pressure given with the catheter on the endocardium. The settings used during the event include: temperature control mode with cut-off at 48 degrees celsius, power was at 30 watts, irrigation flow of 20 cc and a non-bwi sheath (sl0) was used.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. As the lot # 17000889m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A notification has been sent to the manufacturers (st. Jude medical & 3m) for the non-bwi sheath and indifferent electrode used in this event. (B)(4).